Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display or moisture damage inside battery compartment or on electronic or motor assembly noted. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Customer states the home screen did not appear on the display. Insulin pump was exposed to moisture. The insulin pump will be returned for analysis.